Event description:
The patient experienced a loss of therapeutic effect which started 2 weeks ago. No falls/trauma or other incidents were reported that would relate to this event. Further information was requested.

Manufacturer narrative:
(B)(4)